Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely elevated activated partial thromboplastin time (aptt) result was obtained on a patient sample on a bcs xp system using pathromtin sl reagent. The cause of the discordant result could not be established. No device problem was identified. Sample mix up is a probable cause due to the differences in the reaction kinetics for each of the measurements as well as the inconspicuous coagulation shape of both kinetics. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated activated partial thromboplastin time (aptt) result was obtained on a patient sample on a bcs xp system using pathromtin sl reagent. The discordant result was not reported to the physician(s). The same sample was run on the same bcs xp system using a new reagent vial, resulting lower. This result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated activated partial thromboplastin time (aptt) result.